Event description:
The customer reported that the image on the left monitor on several occasions looks like a double exposure with one image being a negative. They were unable to duplicate this error and no images were saved. Also there was a loose connection so the system shutdown. No patient injury was reported.

Manufacturer narrative:
The ge service rep found no problem with the system. The best he could tell was that the system was in roadmaping mode and thus it did not save the images and would explain why the superimposed image and negative look of the image. He was unable to duplicate this issue any other way.